Event description:
During lumbar drain placement, resistance was met. The needle was then pulled out and provider proceeded to slowly pull back on the catheter. Because no cerebrospinal fluid was obtained, the decision was made to completely pull out the catheter and restart the process. At this point it was noted that the distal end of the catheter was fractured. The tip was reportedly retained. An attempt was made to use another catheter from the same lot. This was also found to be weak and was disposed of.